Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found the following: due to damage to the camera section, water tightness was lost, the connecting tube's coating was peeling (1 mm2 or more), and the adhesive on the bending section cover had a chip, the control unit was sticky due to water leakage, the up plate and the batter card cover were sticky, the up/down angulation lever plate was sticky, and the image guide bundle had significant breakages. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the airway mobilescope was found to have air and water leakage from the switch. The failure event did not involve a patient. During the evaluation of the device, it was noted that the coating on the image guide tube was peeled. This report is to capture the reportable malfunction of the peeled image guide coating noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to stress of repeated use, external factors, or handling of the device. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.